Manufacturer narrative:
The sample was collected in a lithium heparin plasma separator tube, and was centrifuged for 5 minutes at 2900 rpm. Qc was in range before the event, but was out of range after the event. Service was dispatched to verify system performance. While onsite, the field service engineer aligned the wash arm, replaced the peripump tubing and mixer pulleys, replaced and aligned the pipettor tip, adjusted the ultrasonics and performed a successful system check. The root cause for the event is unknown.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing on the same and on an alternate analyzer produced results within the risk stratification range. There was no death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.